Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and resulted in muscle stimulation. As a result, this lead was explanted and a new lead was successfully implanted. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.